Event description:
It was reported the xl+ device was defective. No patient involvement reported.

Manufacturer narrative:
This report is based on information provided by a distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the device was defective. There was no reported patient involvement. Available information indicates the therapy capacitor was replaced. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The distributor replaced the therapy capacitor however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to requests for evaluation.